Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the report of the device not powering up was verified during evaluation. Spm board was replaced to remedy the issue. Evaluation of the spm board confirms a faulty capacitor was the root cause. Spm board was scrapped. No emerging trend based on similar reports

Event description:
Complainant alleged while attempting to treat a 24-year-old male patient, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.